Event description:
The company representative has not received any further communication from the patient. The patient was going to call if she continued to have any problems with her device. It was thought it must be working fine.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was getting 0v randomly on the patient programmer (pp). The patient has experienced the voltage dropping to 0v 3 times in the last 2 weeks. It would have 0v and then would hit the plus button and it would go back to normal voltage but now the patient has to go in 0.5v increments. The patient used the adaptive stimulation. The patient may have shifted into manual mode on some cases. The doctor face has not been seen on the pp. The patient was standing and showing upright and it went to 0, she changed back to appropriate amp, stayed for 3 minutes and then laid down. The patient has been seen in the past and everything was reset, went from 5 programs to 2 programs. The 8840 sessions show mostly normal but 21 position changes in upright. The patient would need to change upright while at work. The pocket was fine, the ins was not moving around. The upright/mobile was activated to 0v and was not used. The positions have been verified before. The thermometer has been seen in the past while recharging. Additional information has been requested.